Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Can they go into your esophagus and they make like a bullet inside / goes down into your esophagus [accidental device ingestion] they found in my esophagus about the size of a big 31 mm bullet stuck in my throat with nothing but [medication stuck in throat]. You almost choked to death [choking sensation]. Problem and I cannot eat or drink [unable to swallow]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included double salt dental adhesive cream (polident original adhesive cream) and no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant) and polident original adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), choking sensation, unable to swallow and product complaint. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the accidental device ingestion, choking sensation, unable to swallow and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and unable to swallow to be related to super poligrip (unspecified zinc free variant). The reporter considered the choking sensation to be related to super poligrip (unspecified zinc free variant). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call center representative (email) on 10 may 2020. The consumer reported" I've been using polident original for many years and it works fantastically now you come out with poligrip and I tried them all they leak out of your teeth like a juice can they go into your esophagus and they make like a bullet inside and you can't swallow you can't eat any food you almost choked to death I'm wondering why I'm having a problem and I cannot eat or drink sure you need to take that poly grip off the market and go back to your polident original besides the poligrip only hold so maybe 1 hour and then your teeth olusegun and telling you it leaks out if in a mushy form which goes down into your esophagus taking its food and it didn't stay sport and gets hard like a bullet and blocks your esophagus to no more problems about this that I have". Adverse event revision information received for initial information received on 10 may 2020. The consumer reported that "they found in my esophagus about the size of a big 31 mm bullet stuck in my throat with nothing but poligrip I know. You're not replying so I guess it's time for me to get my attorney. The event of medication stuck in throat was added. The reporter considered the medication stuck in throat to be related to super poligrip (unspecified zinc free variant). Follow up information was received on 16 may 2020. The physician reported that "he had chronic medical condition including chronic pulmonary obstructive disorder, shoulder pain, oesophageal stricture with ulceration and abdominal aortic aneurysm with repair". The consumer demographic details were updated. The concurrent medical conditions were updated.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Can they go into your esophagus and they make like a bullet inside / goes down into your esophagus [accidental device ingestion]. They found in my esophagus about the size of a big 31 mm bullet stuck in my throat with nothing but [medication stuck in throat]. You almost choked to death [choking sensation]. Problem and I cannot eat or drink [unable to swallow]. You can't eat any food [unable to eat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included double salt dental adhesive cream (polident original adhesive cream) and no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant) and polident original adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), choking sensation, unable to swallow and product complaint. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the accidental device ingestion, choking sensation, unable to swallow and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and unable to swallow to be related to super poligrip (unspecified zinc free variant). The reporter considered the choking sensation to be related to super poligrip (unspecified zinc free variant). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call center representative (email) on 10 may 2020. The consumer reported" I've been using polident original for many years and it works fantastically now you come out with poligrip and I tried them all they leak out of your teeth like a juice can they go into your esophagus and they make like a bullet inside and you can't swallow you can't eat any food you almost choked to death I'm wondering why I'm having a problem and I cannot eat or drink sure you need to take that poly grip off the market and go back to your polident original besides the poligrip only hold so maybe 1 hour and then your teeth olusegun and telling you it leaks out if in a mushy form which goes down into your esophagus taking its food and it didn't stay sport and gets hard like a bullet and blocks your esophagus to no more problems about this that I have". Adverse event revision information received for initial information received on 10 may 2020. The consumer reported that "they found in my esophagus about the size of a big 31 mm bullet stuck in my throat with nothing but poligrip I know. You're not replying so I guess it's time for me to get my attorney. The event of medication stuck in throat was added. The reporter considered the medication stuck in throat to be related to super poligrip (unspecified zinc free variant). Follow up information was received on 16 may 2020. The physician reported that "he had chronic medical condition including chronic pulmonary obstructive disorder, shoulder pain, oesophageal stricture with ulceration and abdominal aortic aneurysm with repair". The consumer demographic details were updated. The concurrent medical conditions were updated. .follow up information was received on 21mar2023 from quality assurance (qa) department regarding complaint 00565955 (pqc22393) for unknown lot number. Investigation evaluation : status update: reopened on 21 mar2023, us loc qa triaged. No site could be determined from case review. Case to be reclosed by us loc. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Response to consumer : no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Complaint conclusion : the complaint conclusion remains inconclusive. The pqc number is reported as (B)(4). Case correction was performed for information initially received on 10may2020. Additional event "unable to eat" was added with causality as yes. Causality of event "unable to swallow" was updated from unknown to yes. This case is 1 of 2 for the same patient. The cases us2020081577 and us2020112222 are created. Please see the case us2020112222 (with the suspect product super poligrip) created for the same patient.

Manufacturer narrative:
Argus case (B)(4).

Event description:
Can they go into your esophagus and they make like a bullet inside / goes down into your esophagus [accidental device ingestion]. You almost choked to death [choking sensation]. Problem and I cannot eat or drink [unable to swallow]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included double salt dental adhesive cream (polident original adhesive cream) and no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant) and polident original adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), choking sensation, unable to swallow and product complaint. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the accidental device ingestion, choking sensation, unable to swallow and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and unable to swallow to be related to super poligrip (unspecified zinc free variant). The reporter considered the choking sensation to be related to super poligrip (unspecified zinc free variant). Additional details: adverse event information was received via call center representative (email) on 10 may 2020. The consumer reported "I've been using polident original for many years and it works fantastically now you come out with poligrip and I tried them all they leak out of your teeth like a juice can they go into your esophagus and they make like a bullet inside and you can't swallow you can't eat any food you almost choked to death I'm wondering why I'm having a problem and I cannot eat or drink sure you need to take that poly grip off the market and go back to your polident original besides the poligrip only hold so maybe 1 hour and then your teeth olusegun and telling you it leaks out if in a mushy form which goes down into your esophagus taking its food and it didn't stay sport and gets hard like a bullet and blocks your esophagus to no more problems about this that I have". Adverse event revision information received for initial information received on 10 may 2020. The consumer reported that "the consumer reported that " they found in my esophagus about the size of a big 31 mm bullet stuck in my throat with nothing but poligrip I know". The event of medication stuck in throat was added. The reporter considered the medication stuck in throat to be related to super poligrip (unspecified zinc free variant). Follow up information was received on 16 may 2020 the consumer reported that "he had chronic medical condition including chronic pulmonary obstructive disorder, shoulder pain, oesophageal stricture with ulceration and abdominal aortic aneurysm with repair. The consumer demographic details were updated. The concurrent medical condition was updated.